Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. The customer declined a replacement insulin pump for continuation of therapy and will not be returning the device for analysis at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.